Event description:
Info received indicates the brake will lock but not holding at the head end of the bed.

Manufacturer narrative:
The tech isolated the issue to cracked caster stems. He replaced the casters to repair the bed.